Event description:
On 12/11/2024, an FDA medwatch notification was received via email. A facility representative reported that an arthroscopic ring curette instrument from the primary arthroscopy tray set broke inside the patient while the surgeon was performing a knee arthroscopy with a debridement procedure on (B)(6) 2024. The surgeon immediately detected the broken instrument upon its use and was able to retrieve the broken fragment of the instrument from the operative cavity location. There was no retained foreign item related to this instrument event. No additional information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.